Event description:
It was reported by an olympus representative on behalf of a user facility that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover became detached from the evis exera iii duodenoscope. The cover fell off but was retrieved successfully by a roth net. The retrieval caused a surgical delay while the patient was under general anesthesia, but the time frame was not specified. The cap was on correctly, but it was stated that it may have gotten hooked on the trocar and over time slipped off. No irregularities were seen before attaching it to the scope. The physician did make sure the cover was securely on the scope by twisting or pulling to make sure it would not come off. No anti-fog agent was applied to the lens. The procedure was completed with the same devices. No patient harm was reported. This is related to patient identifier number (B)(6). Which was reported under MFR. Report number 8010047-2021-09368.